Event description:
It was reported that the center nut on the crosslink implant broke during a surgical procedure. Although the implant was used in surgery, no patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a quality technician revealed that the eye bolt broke in the middle of the last thread. A review of the device history records for this lot number did not identify any related non-conformance's. Unable to determine the cause of the event.